Event description:
It was reported that a cardiac perforation occurred. During withdrawal/closure of catheter ablation procedure, a versacross connect for faradrive was selected for use. After septal puncture with the versacross, the patient vomited blood upon removal of the igel after the procedure. There was perforation in the distal part of the left superior pulmonary vein (lspv). The patient was intubated, and oxygen saturation was stabilized. The patient's condition was stable. In the physician opinion, the j-tip of versacross may have gotten caught in tissue due to being inserted too far. Another physician stated that it might have been caused by the fara guidewire however the exact cause was unknown. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.